Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ pro safety peripheral safety IV catheter possibly had the cannula break inside the patient. A procedure took place on (B)(6) where a two-way cannula needle with safety system and injection valve was used. The patient was discharged, but on (B)(6) complaining of feeling a body and having pain at the site of the previous venous access. The following information was provided by the initial reporter translated from italian: "the patient went to the emergency department on (B)(6) 2023 reporting feeling a body and having pain at the site of the previous venous access. An echo was performed where a foreign body was found suggesting residual venous catheter cannula. The patient in the previous admission, discharged on (B)(6) 2023, had been inserted a two-way cannula needle with safety system and injection valve: bd venflon pro safety, could be ref. 393227 - 18g; or re. 393224 - 20g. After some time it was not possible to trace the precise ref. Used, let alone the batch. The patient was sent for vascular surgery evaluation to assess the possible removal of the foreign body. To date, the patient still has the foreign body. Date of implantation: on (B)(6) 2023, the device was used: yes, consequence: further clinical investigation to assess whether to remove the foreign body, number of pieces involved: 1, device availability: no".